Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) alleging that her onetouch ultra mini meter was displaying error 2 and error 5 messages. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged issue began on ¿(B)(6) 2015¿. The patient manages her diabetes with oral medications, diet and or exercise and from ¿(B)(6) 2015¿ continued with her usual dose of medication ¿metformin 875mg¿ including sliding scale as a result of the alleged issue. The patient reported that ¿4- 5 days¿ after the alleged issue stared she developed symptoms of ¿sweating¿. The patient denied receiving any treatment. At the time of troubleshooting the cca noted that this was not the first time the patient had used the subject meter, the patient was using the correct test strips, using the correct testing steps and there was no misuse of the meter. When pressing down on the power button the error 2 message did not reoccur. The issue remained unresolved after walking the patient through a retest. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.